Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with the right atrial (ra) lead exhibited low out-of-range (oor) pacing lead impedance of less than 200 ohms and noise on electrogram (egm) as well as undersensing. The patient had chronic atrial fibrillation (af) about 100% of the time. Boston scientific technical services (ts) reviewed the episodes and confirmed. Further, ts walked health care professional (hcp) through in programming the crtd to vvir. The field representative was contacted, however no additional information available at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.